Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device experienced slow ventricular tachycardia (vt) accompanied by atrial arrhythmia. The device administered appropriate therapy, including five electric shocks and three bursts of anti-tachycardia pacing (atp); however, it was unsuccessful in converting the arrhythmia. Following this, the heart rate decreased, resulting in the patient recovering from the arrhythmia. The patient's condition remained critical, and they are scheduled for a heart transplant. This device currently remains in service and no additional adverse patient effects were reported.